Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is unknown, during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Related manufacturer reference number: 3006705815-2021-01269, and 3006705815-2021-01298. It was reported that the patient's lead was showing high impedances. As a result, the ipg and lead were explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.